Manufacturer narrative:
The last calibration was performed on (B)(6) 2024. Quality controls recovered within range. There is no indication of a reagent performance issue. Upon review of the alarm trace, sample short alarms and sample clot detection alarms were observed. These are indicators of possible poor sample quality. System reagent and sample probe alarms were also observed. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received questionable results for approximately 7 patient samples tested using two different lot numbers of elecsys anti-hbc igm on a cobas e 801 analytical unit. For approximately 5 patient samples tested using anti-hbc igm reagent lot number 81987901 (expiration date = 31-may-2025), all samples had positive anti-hbc igm results and negative results for anti-hbc total. The customer stated it was not possible for samples to have positive anti-hbc igm results with negative anti-hbc total results. A second anti-hbc igm reagent lot number was sent to the customer. This reagent lot number is unknown. Two subsequent samples (samples 6 and 7) were tested using this new reagent and both samples had positive anti-hbc igm results and negative anti-hbc total results. The customer did not allege there were any issues with the anti-hbc total assay results.

Manufacturer narrative:
The serial number of the e 801 analyzer is (B)(6). The investigation is ongoing.